Event description:
It was reported to philips that the device "stopped monitoring the patient". The patient involved was reported to have not experienced harm or an adverse patient impact. The customer reported no immediate clinical action required to prevent serious injury or death.